Event description:
A malfunction alarm was reported, with a specific code malf 16, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Since the pump was out of warranty, it was not replaced.